Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported to by a medical professional. Though effluent cultures were not reported, a reduction in symptoms in response to antibiotic therapy under hospital care provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service reported being hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025, following abdominal pain and cloudy peritoneal effluent fluid. Laboratory results from specimens obtained and tested in the hospital were not reported to the outpatient and, as a result, the infectious pathogen(s) and/or a white blood cell count were unknown. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intravenous (IV) vancomycin and IV gentamicin (unknown dosages and frequency) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this admission due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided fresenius hd machine (unknown model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2025. It was confirmed, though the exact cause of infection was unknown, there was no indication that this patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event but remains on hd therapy on an in-center basis post-discharge. The patient will resume ccpd therapy on the same liberty select cycler at home upon approval of a physician.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service reported being hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6)2025 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory results from specimens obtained and tested in the hospital were not reported to the outpatient and, as a result, the infectious pathogen(s) and/or a white blood cell count were unknown. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intravenous (IV) vancomycin and IV gentamicin (unknown dosages and frequency) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this admission due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided fresenius hd machine (unknown model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6)2025. It was confirmed, though the exact cause of infection was unknown, there was no indication that this patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event but remains on hd therapy on an in-center basis post-discharge. The patient will resume ccpd therapy on the same liberty select cycler at home upon approval of a physician.